Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. The device evaluation confirmed the malfunctions. During the product evaluation the following keys were found to be inoperable: on/off, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When any of the remaining functional keys were pressed, an automatic output of the on/off key would occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.